Event description:
It was reported that the target lesion was located in the proximal circumflex artery with 80% stenosis. During comparative testing, the physician rated the 2.75 x 23 mm xience xpedition stent as somewhat worse than a non-abbott device in stent delivery system (sds) balloon deflation and removal in the guiding catheter. No adverse patient effects were reported. There was no clinically significant delay of procedure reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the stent delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.